Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's bladder shut down following a deep brain stimulation (dbs) surgery. The patient only had stage one completed so far. The patient came out of surgery and couldnt go to the bathroom so they went to the ER and got a catheter put in. The physician thought it was the anesthesia but a few days following the surgery, the patient still couldnt go to the bathroom so they went back to the hospital to get another catheter put in.